Manufacturer narrative:
(B)(4)

Event description:
After interrogation due to scheduled follow-up, the programmer showed a message that the device will be programmed to in nominal mode. The physician asked for the reason of this programming. Preliminary analysis showed that the programmer triggered a switch in nominal mode because of the detection of corrupted parameters. The corruption was caused by telemetry errors during the communication between the device and the programmer. Normal device operation was confirmed.

Event description:
After interrogation due to scheduled follow-up, the programmer showed a message that the device will be programmed to in nominal mode. The physician asked for the reason of this programming.preliminary analysis showed that the programmer triggered a switch in nominal mode because of the detection of corrupted parameters. The corruption was caused by telemetry errors during the communication between the device and the programmer. Normal device operation was confirmed.